Manufacturer narrative:
Additional information: a2, b1, b2, b3, b5, b7, e4, f10, g2, h1, h6, h10, and h11. B5: upon additional information, the nurse stated ¿after looking into the patient's chart, it appears that they only checked the acetaminophen levels on the patient and continued to give the drip¿ until the day following the event. The patient sustained an unknown serious injury requiring the pump to be swapped. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused acetylcysteine during patient infusion. After 6-7 hours of infusion, the bag was nearly full; there were no alarms on the pump. The pump was noted to be dripping; however, approximately 300ml infused (over half should have been infused). A new pump was obtained to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.